Event description:
The caller stated that the 8dct was placed in the pt by the hosp on monday (B)(6), 2011. A few hours later the pt noticed at home that the trach s cuff would not hold air. The pt called the hosp. The hosp sent an rn to the pt's home and the pt's trach was swapped with another. The item was placed in water, and they noticed it leaked air from the pilot balloon seam.

Manufacturer narrative:
The lot number reported is a recall lot and the reported failure has been investigated previously. The sample associated to this report is currently in transit to the mfg site for investigation. If new info is identified from the investigation, a summary of the findings will be provided in a supplemental report.